Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Batch #: v94k7h. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that nslg2s45a the device was received with no apparent damage. The device was tested on the generator, this resulted in the ¿reactivate¿ alert screen, no issues were noted with opening and closing of the jaws. In addition, the articulation bar was mechanically tested and no problems were observed. The device was disassembled and no evidence was found as to what could have contributed to the alert screen displayed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during a general procedure that when the device was articulated it would not un-articulate. Another like device was used to complete the procedure. There were no adverse consequences for the patient.